Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
No device will be returned to olympus for evaluation. The cause of the reported event could not be determined; however, user handling and improper maintenance of the device could not be ruled out as contributory factors to the reported tip breakage. The instruction manual provides caution and warning statements in an effort to prevent distal end breakage. ¿do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument. Using the instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Event description:
Olympus was informed that during an unspecified procedure, the distal end of the scope that the balloon goes over broke off. It was also reported that the edges of the tip was rough. The device fragment did not fall inside the patient. There was no patient injury reported.